Event description:
It was reported that during a laparoscopic sigmoidectomy, the trigger could not be grasped fully, and a breaking sound of the washer was not heard. The donuts was created well, but the staples on the anterior wall were not deployed well, so that additional hand suture was performed o reinforce the tissue. The device was used on the rectum. The red safety was being released. The target tissue was not very thick. A leakage was observed at a leak test prior to a wound closure, so an endoscope was inserted through the anus, and the leakage was stopped. After the surgery, major leakage was observed. When a CT was taken, it was found that the deployed staples were unformed. When the sales rep checked the washer, it was not cut completely. No reoperation was performed for a major leakage. It was treated, but it is unknown how the leakage was addressed. The trigger could be half grasped only. The washer had a knife cut in it, but it was not cracked. The patient is under a follow-up. He/she has not had meals yet as of nov. 24.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: what type of leak test was performed? =>no further information is available. Was the staple line visualized endoscopically during the initial surgical procedure? =>no further information is available. How many days postoperative did the leak occur? => the leakage was observed before a wound closure during procedure. How was the leak identified? =>no further information is available. How was the leak addressed? =>no further information is available. Was a stapler device used to create rectal stump?=>no further information is available. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 01/06/2022. D4: batch # 347a58. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there was no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.